Manufacturer narrative:
Expiration date: na additional suspect medical device components involved: model #: tcn-10 lot#: 052516 description: nitinol tc electrode, 100 mm total quantity: 3 model #: tcn-15 lot#: 051016 description: nitinol tc electrode, 150 mm total quantity: 1

Event description:
Device evaluation was performed on multiple electrodes and showed that the epoxy has a chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.